Manufacturer narrative:
Block h6: imdrf code f1001 captures the reportable event of absence of treatment. Investigation results summary: the spy discover catheter was not returned as it was disposed. A product analysis could not be performed. Therefore, the reported events of spyscope poor quality image and inadequate lighting could not be confirmed due to the lack of evidence. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event the reported event of cancelled /rescheduled post sedation/sedation unknown occurred during the procedure. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported to boston scientific that a spyscope was utilized in a common bile duct exploration procedure on (B)(6) 2026. During the procedure the scope was plugged in and there were no issues were present at first. After a few minutes the lighting the scope made it difficult to see anything. The staff plugged the scope out and back in to see if that changed anything and adjusted lighting on the controller with no success. Physician was unable to complete successful cbde due to that being the only scope available. The patient had to undergo a cholangiography with post operative endoscopic retrograde cholangiopancreatography (ercp). Procedure was cancelled. No patient complications were reported as a result of the event.